Event description:
The customer reported that while in patient use the ventilator is alarming vent inop and motor fault. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.